Event description:
It was reported that the right atrial (ra) lead exhibited rising and varying impedance and no capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.